Event description:
Pt seen in clinic and his hemolysis labs were elevated. Pump and controller changed. Thrombus suspected.what was the original intended procedure?none.device #1is this a laboratory device or laboratory test?no.